Event description:
Nurse noted shock impedance and thoracic impedance as greater than 150 since (B)(6) after a change out in (B)(6). They will bring the patient in to evaluate. Possible lead conductor fracture. Device and lead remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.